Event description:
It was reported there was implantable neurostimulator (ins) battery depletion. The doctor ¿set it for the tremors and the doctor found on the (B)(6) 2014 that the battery was dead.¿ they had ¿early battery termination.¿ they thought it was depleted because he was shaking pretty well since the (B)(6). They didn¿t use the controller because they were ¿afraid of screwing something up.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v616865, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v616865, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the battery depletion was normal and the device was explanted the day prior to report. The patient¿s device was in continuous mode and they recovered without permanent impairment.

Manufacturer narrative:
(B)(4).